Manufacturer narrative:
Concomitant medical products: product ID: 5076-58 lead, implanted: (B)(6) 2012.

Event description:
It was reported that the atrial lead exhibited noise and high thresholds. A fracture was suspected. The parameters on the lead were initially reprogrammed and lead was subsequently capped and replaced. No patient complications have been reported as a result of this event.